Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) several conductors were distorted, noted as implant damage. Full lead was returned.

Event description:
It was reported the lead was attempted, but not used as the stylet could not be passed through the lead. A new lead was used. No patient complications were reported as a result of this event.